Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code 212 was associated with the right master tool manipulator and multiple servo driver (msd). The master tool manipulator (mtm) refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system contains two multiple servo driver (msd) pca boards which provide drive current to the servo motors associated with each degree of freedom for each system arm. The system was repaired by replacing the affected mtmr and the msd. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 212 occurs when the actual voltage to drive current through the motors deviates from the expected voltage by a specified amount. Upon determining this condition, the safety systems put the da vinci in a recoverable safe state. The msd and mtmr were returned to isi for failure analysis investigation. Engineering evaluation found that the msd was within manufacturing specifications with no issues noted. Engineering also evaluated the returned mtmr and found that the main harness and an axis motor had malfunctioned thus generating the system error code experienced by the customer. As of march 22, 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci s cystectomy procedure, the surgical staff experienced multiple system error code 212. The site was able to override the error code on several occasions; however, the error returned. Prior to calling into isi for technical assistance, the site undocked and rebooted the system. The system powered up and homed with no issues. The site then called to advise an isi technical support engineer (tse) and to gain additional information regarding the system error. At this time, the system error code 212 returned. The site was able to override the fault; however, it returned shortly after clearing. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.